Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated pt had has red open circular bleeding areas for four years. Use of accessory products was discussed with the pt. The pt was encouraged to pursue treatment options with physician. Further info regarding pt outcome was not provided.